Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a lead revision procedure. The patient's right atrial (ra) lead had episodes of oversensing noise leading to inappropriate mode switch (ams) and loss of atrial capture causing the patient's blood pressure to decrease. The ra lead was also found to have varying low voltage impedance and some insulation damage. The ra lead was explanted and replaced. The patient was stable throughout the procedure.